Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed during device evaluation that the duodenovideoscope exhibited cracks in the adhesive around the light guide (lg) lens and objective lens, along with chips at the edge of the objective lens. There was no patient involvement.